Event description:
The pt received her scs system on (B)(6) 2009. It was reported that her percutaneous lead were replaced with a paddle lead on (B)(6) 2011 for better coverage. The pt had fallen several times and coverage had declined. The explanted leads were returned to the MFR for analysis. No additional info is available at this time.

Manufacturer narrative:
Eval: results: as returned, the leads were cut. No functional testing could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.